Event description:
It was reported that: during the middle of the case, the pt was being automatically ventilated by the anesthesia machine. The user noted that the breathing system assembly/mounting arm slide down the retaining rail, exited the rail, and fell to the floor. The doctor stated that a breathing circuit hose became disconnected; however, was quickly reconnected and a staff member held the breathing system in place. The anesthesia machine continued to ventilate the pt. The breathing system assembly was then re-attached to the anesthesia machine and the case was completed using the machine. No pt injury.